Event description:
It is reported that the surgeon had difficulty seating the shell onto the liner. Therefore, the shell locking ring was inspected and it was noted that only one tab of the locking ring could be visualized. The surgeon attempted to remove the shell, however it could not be removed from the liner as the tabs couldn't be opened. He therefore forced the shell over the liner and it appeared to seat on liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.